Event description:
Subject in post market clinical follow up study protocol of the on-x ascending aortic prosthesis (aap)- single site retrospective study experienced a diplopia (B)(6) 2019 which resulted in readmission for 2 days and then discharged. At time of hospitalization the subjects inr was 3.6. No additional information forthcoming.